Event description:
It was reported that the 9800 system made fluoro sounded when the button was released and the collimator blades closed down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fan was replaced during the service call. The system was tested and found to be working as intended and put back into service.